Manufacturer narrative:
A ge service representative performed an onsite investigation. The motherboard pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.